Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the device was not detected on the bus. A field service engineer noted that the issue affected every single pocket in the pyxis system. Also, the engineer downloaded the new firmware updater, copied the files over to overwrite the existing ones for current firmware, ran the firmware updater and it fixed most pockets, only two were not detected on bus. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information was available.

Event description:
It was reported by the customer that the bd pyxis¿ es server was not detected on bus. The customer also stated that the issue was affecting patient care. Multiple stations are randomly saying that all pockets in one drawer are ¿not detected on bus.¿ the customer tried to reboot but the issue persisted. There were no adverse events or injuries reported based on this incident.